Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is likely the device interacted with the heavily calcified and heavily tortuous lesion causing the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex (lcx) artery with heavy calcification and heavy tortuosity. The 2.8x26mm graftmaster covered stent failed to cross the lesion after several attempts. Another graftmaster covered stent was used to complete the procedure. There was no adverse patient sequela and there was not clinically significant delay reported in the procedure. No additional information was provided.